Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee procedure, when impacting a footprint anchor into the tibia to secure sutures of a meniscal root repair, the anchor broke at the base of the inserter. The surgeon removed the broken anchor proceeded to prepare another hole and impact another footprint anchor which also broke at the base of the inserter. All the broken pieces were removed from the patient using tweezers and artery forceps. The procedure was successfully completed using a back-up device in an additional bone hole. There was a surgical delay less than 30 minutes and no further complications were reported. Patient is reportedly recovering with the normal rehab routine.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.